Event description:
It was reported that during un-packaging of the 3.5 x 18 mm xience xpedition stent delivery system (sds), the sheath and the stylet were removed, but the stent dislodged, and remained on the stylet. A new xience xpedition sds was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the dislodged stent implant was returned, thus confirming the complaint. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.